Manufacturer narrative:
Additional information related to be event available after investigation of the returned device, which could be addressed in a follow-up report. According to available information, there were consequences for the patient that were resolved by surgery.

Event description:
A cannula go through the rv of a patient. This cannula was placed 7 days prior with no issues. On insertion a small kink was noticed at the insertion site, I informed them to take down the suture and resecure as there was likely too much forward pressure on the cannula. 7 days later, the cannula kinked internally and pushed through the rv free wall, requiring the patient to go to surgery. The cannula was removed and the hole was repaired. The patient was then placed on another device.

Event description:
A cannula go through the rv of a patient. This cannula was placed 7 days prior with no issues. On insertion a small kink was noticed at the insertion site, I informed them to take down the suture and resecure as there was likely too much forward pressure on the cannula. 7 days later, the cannula kinked internally and pushed through the rv free wall, requiring the patient to go to surgery. The cannula was removed and the hole was repaired. The patient was then placed on another device.

Manufacturer narrative:
For the results of the investigation activities refer to investigation report attached (B)(4).